Event description:
The pt felt no stimulation sensation. The implantable neurostimulator was in a power on reset condition. The device battery was 50% full and was not overdischarged. The pt was not near any sources of electromagnetic interference. It was unknown when the last normal synchronization was done. The pt cleared the power on reset with the navigation button of the pt programmer. She was able to adjust therapy amplitude afterward to her comfort level. The pt status was reported to be 'fine'.